Event description:
During a breast needle localization using mammographic guidance the distal tip of the guide wire broke off. During the surgery to obtain the scheduled breast biopsy the wire tip was visualized under fluoroscopy and retrieved.